Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Sus voluntary event report foi for manufacturers (mw5081841) was received on (B)(6) 2018 with the following information: on (B)(6) 2018, during a procedure, the surgeon¿s head lamp (00mlx mlx 300w xenon lightsource) over-heated. No harm to the patient was reported. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The lot number was not provided to perform DHR review. Root cause cannot be determined given that a product sample was not returned to verify the complaint. Device identifier: (B)(4).